Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) e597079. H4) unknown as lot# is unknown. (B)(4). Summary of investigational findings: no product returned. However, the frova introducer is designed for placement of a single lumen tube - not a double lumen tube as reported in this case. IFU, intended use state: "the 14.0 french catheter introducer has been designed for placement of a single lumen endotracheal tube whose inner diameter is 6 mm or larger." Note/warnings: "do not use the frova intubating introducer with double lumen endotracheal or endobronchial tubes." No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a frova intubating catheter was used to assist intubation with a double lumen tube. A shard of the catheter sheared off against the connector at the end of the double lumen tube during removal of the intubating catheter. The fragment dislodged into the lung and had to be retrieved by rigid bronchoscopy. There have been case reports of this happening with frova catheters but the labeling in the packaging is not clearly visible and not all anesthetists may be aware of the risk. Mechanisms in our hospital have been put in place to prevent a recurrence including a sticky label applied to the packaging of each bougie and highly visible signs in all areas where double lumen tubes are used. "The treating physician was attempting to use the frova intubating catheter (fic) to intubate a double lumen endotracheal tube when part of the fic was sheered off during the procedure. Another physician from this department reported the issue with a courtesy call to advise the cook rep that while the product instructions for use (IFU) contains a note not to use the fic for this purpose, he feels that there is a need for a warning on the outside of the packaging, and will be forwarding a letter to the tga about it." Patient outcome: the patient required removal of their tracheal tube, rigid bronchoscopy and reinsertion of a second tracheal tube. Each of these interventions leads to increased risk of airway trauma. Considerable delays to the start of the case were incurred by this complication. The fragment may not have been identified and remained in the lung, which may have lead to infection and serious complications.